Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for failure was isolated to contamination on the belt receptacle preventing the monitor from passing incoming detect and treat testing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.